Manufacturer narrative:
Concomitant medical products: d224trk crtd implanted (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate therapy from the device due to atrial fibrillation (af) with rapid ventricular response (rvr.) The right atrial lead was also undersensing, as noted during the episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the atrial undersensing reoccurred and the sensitivity was reprogrammed.